Event description:
The intensive care unit at a hosp reported to a fisher & paykel healthcare rep that the use of an rt040 face mask caused a pt injury. The report stated that they were using an rt040 face mask with a vision ventilator set at high pressure on a critical pt as a method of not intubating the pt. The rt040 face mask was leaking, so the therapist had to tighten the head strap of the rt040 face mask. The report stated on day 5 of use, the bridge of the pt's nose had tissue breakdown and the bone was showing. The pt will need surgical intervention to correct the tissue damage.

Manufacturer narrative:
The device is expected to be returned to fisher & paykel healthcare.method - no info to date. Results - investigation still underway, no results to date. Conclusions - no conclusion can be made at this time.